Event description:
It was reported by service report that the blue plastic cover on the end is broken and there are sharp edges and the pump spring is missing. No pt involvement or adverse consequences are reported.